Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the power supply, the surgeon back plane (sbp) printed circuit assembly (pca), the guided camera change (gcc), and the generic power distributor (gpd) to resolve the issue. The system was tested and verified as ready for use. Isi received the power supply involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. Fa installed and tested the power supply into a pca si system and it failed during start-up with an error 252 and no 48v output. Isi received the sbp pca involved with this complaint and completed the device evaluation. Fa investigation confirmed via failure logs, but could not replicate the customer reported complaint. Fa installed and tested the sbp pca onto a pca test system, where it was programmed, and power-cycled 10 times. Fa was unable to reproduce the error 252. Isi received the gcc board involved with this complaint and completed the device evaluation. Fa investigation confirmed via failure logs, but could not replicate the customer reported complaint. After testing, fa noted there was nothing wrong with this gcc board and can be returned to stock upon passing the final system test. Isi received the gpd board involved with this complaint and completed the device evaluation. Fa investigation confirmed and replicated the customer reported complaint. Fa installed and tested the gpd board into a system and it failed during start-up with an error 252 and no 48v output. Fa noted the system failed error 5, indicating the gpd board failed. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had a non-recoverable fault 252. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and identified error 23 that occurred on the blue fiber communication cable or the surgeon side console (ssc) power lost in between. The tse suggested to customer to reconnect the blue fiberoptic cables and reboot the system. After restarting the system, the non-recoverable fault 802 occurred and was related to a patient side cart (psc) battery issue. The procedure was converted to another da vinci system with no reported patient harm, injury, or adverse outcome. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure and ports were placed. The customer contacted isi's tse after converting the procedure to another da vinci system. The system was inspected prior to start and there were no issues with the port placement(s). The surgical staff did not observe any outside influences that were impeding movement of the system / patient side manipulators (psm). There was no patient injury. The customer did not perform any troubleshooting.